Event description:
It was reported that a lead warning occurred on the right ventricular lead. Numerous low impedances were noted and thresholds have increased over time. The lead was reprogrammed to unipolar and remains in use awaiting a discussion with the doctor on what the next step will be. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.